Event description:
It was reported that during preparation for a drug eluting stenting procedure, a shaft fracture occured. The hypotube kinked when the catheter of the 3.00x12mm taxus liberte stent was put on the guide before introduction into the introducer sheath. The stopcock was correctly opened and nothing "stuck the material progressing". The physician tried to "softly and manually" correct the kink in order to remove and change the stent, but the hypotube broke down. There was no patient contact. The procedure was successfully completed with another 3.00x12mm taxus liberte stent. Patient status is reported as "ok".

Manufacturer narrative:
Device evaluation: product analysis confirmed the difficulty stated in the complaint. Visual and microscopic examination of the device revealed that the hypotube had broken approximately 61.3 cm distal from the catheters strain relief. The device was kinked at the point of separation. No other kinks or damage were noticed along the shaft of the device. A recommended sized guidewire (0.014 inch) was inserted through the lumen with no restrictions noted. Microscopic examination of the balloon found no issues with the balloon material and or the crimped stent. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is due to handling of the device.bsc ID#: a00090367/tw599888